Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced high blood glucose with recurring alert 38 indicating a motor stall on the ilet pump, which was addressed through a successful dry run and a full supply change using fresh infusion set, cartridge, and luer connector. Symptoms included hyperglycemia. Outcomes included minor illness. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed the motor was able to advance insulin after priming and rewinding, and the issue resolved without further intervention. It was concluded that the event was consistent with an insulin delivery interruption due to a transient motor stall or flow restriction that resolved after proper priming and supply replacement.